Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2429304 - 2022 - 00006.

Event description:
The customer reported to olympus while in an olympus reprocessing in-service, the distal cover fell off during a procedure. The facility staff member demonstrated to the olympus support specialist how the distal cover was attached to the endoscope during the procedure and determined it was not properly attached according to the instructions for use - the distal ring hook was not completed visible when being applied. Another in-service to train on the proper placement of the distal cover on the endoscope has been scheduled. A request for additional information is in progress. This event includes 2 reports: (B)(6): tjf-q190v. (B)(6): maj-2315. This report is 1 of 2 for (B)(6): tjf-q190v.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The event was confirmed. Endoscopy support specialist (ess) noticed that single use distal cover: maj-2315 fell off during procedure. As for the event, staff technician showed the ess how the cover was put on and it was not properly put on according to IFU. The hook of the distal ring was not completely visible when it was being applied. The ess did a hands on in service with staff demonstrating how to properly putting on single use distal cover ¿maj-2315¿. In addition, the ess was on-site next morning for ercp procedure and next couple of days as well to support staff. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the distal cover was in a state of easily falling off due to: the user handling of the cover was inappropriate because the hook of the distal ring was not completely visible when the user attached the cover. ·instructions for use (IFU) states ¿if the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination¿. Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. Operation manual 3.4 inspection of accessories inspection of the single use distal cover (maj-2315) should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. 3.5 attaching accessories to the endoscope: attaching the single use distal cover never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. When the endoscope is repeatedly inserted into the body cavity, always confirm that the single use distal cover is attached properly before insertion. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. Olympus will continue to monitor field performance for this device.